Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16dec2020.

Event description:
The customer reported a battery failed message and the device completely shuts off on battery power. There was no patent involvement. The customer installed multiple batteries into the ventilator and the problem continued. The remote service engineer advised the customer to replace the power management board. The customer replaced the power management board and confirmed the issue was resolved.